Event description:
It was reported that during an angiographic treatment procedure a shaft break occurred. The physician was using the renegade hi flo microcatheter to treat a gastrointestinal bleed in moderately tortuous anatomy. When the catheter was put under torsion while inside the patient, the center of the catheter "came apart". The device was successfully removed from the patient. The procedure was completed with another microcatheter. There were no reported patient complications. The patient status is listed as fine.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that this renegade hi flo microcatheter broke upon removal from the dispenser hoop. The hoop was not flushed with saline prior to device removal. The device was not used on the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The catheter shaft was broken 7.5cm from the proximal end with 5.5cm of braid exposed. The presence of coating was confirmed, there wasn't any missing or peeling coating, however, coating damage was noted all along the coated length of the catheter. All dimensions which were measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as a lack of adequate flush to the dispenser coil was performed before removing the catheter. (B)(4).